Manufacturer narrative:
(B)(4). Information in section f is provided by the manufacturer. Evaluation: a field service engineer was in hamburg to check the laser. He did not find any problem with the laser. No further information is available.

Event description:
Account reported that a patient was treated for laser vision correction on (B)(6) 2010 with excimer laser. Patient complained about significant issues with visual quality (visual disturbance). A new surgery took place on (B)(6) 2010 on the left eye based on central surface irregularity with minor residual ametropia. It was reported that post operation an objective and a subjective deterioration of results caused by the central surface irregularity of the cornea was present.